Manufacturer narrative:
The pump was received not stuck in the manufacturing mode. The insulin pmp was received with operating currents within spec. The pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue at a connector. After disconnecting and reconnecting the internal battery connector on the pump was monitored and functioned properly. Thee insulin pump was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 250 mg/dl last night and today it was 400 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The customer treated high blood glucose with bolus. The power error alarm was detected on insulin pump. It was also reported that the insulin pump shut off this morning and they put new battery in and then got replace battery alarm. The insulin pump will be returned for analysis.